Manufacturer narrative:
D4 serial number was revised.

Manufacturer narrative:
False alarm: due to a lack of data logs or product returned, the cause of the false alarms cannot be established.

Manufacturer narrative:
Updated information: h6 med dev prob code removed a0709, a140508 and added a160105.

Manufacturer narrative:
Additional information was received and confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. D6b explant date has been updated accordingly (with d6a implant date repopulated).

Event description:
The complainant reported that during impella 5.5 support, a ¿placement signal low¿ alarm was observed in conjunction with suction. The impella position was assessed and reported to be in an ideal position with good flows. Placement monitoring was subsequently disabled, after which the suction resolved without intervention. At the time of report writing, the patient remained on impella support. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.